Event description:
It was reported that approximately 42 months post implant of a bifurcated device and suprarenal aortic extension, the patient had an endoleak. The physician elected to treat the patient with a bifurcated device.

Manufacturer narrative:
Based upon the clinical evaluation, the type iiib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. However, cautionary product use conditions that might have contributed to this event included the reported excessive plague and focal stenosis of the left common iliac artery. Patient factors that might have contributed to this event included the use of antiplatelet therapy.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.